Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident in that a perforation occurred. The facility would not provide any further info regarding the incident because they do not believe that the esu was at fault (note: their biomedical dept checked the generator and found the outputs to be within specifications.)

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The evaluation included an electrical safety check, a function check of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning properly (note: unrelated to the reported issue, the esu was updated to the last software version upon being checked.). In addition, no anomalies were found in the devic history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Although uncommon, the complication is typical in electrosurgery. Most likely there were many factors involved with the situation, and no conclusive determination could be made as to the cause of the incident. The customer is being notified of our findings. To further address the issue, additional in-service work was performed with involved personnel at the customer site in 2008. No trends have been identified with this incident. Erbe USA, inc is now closing the file on this event.